Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.0/+1.5/x101. Device evaluated by manufacturer? No - lens not returned. (B)(4). Method code: evaluation method: lens work order search. Results code: (evaluation result) : a lens work order search was performed and no similar complaints were found within the work order. Conclusions code: (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -12.0/+1.5/x101 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens tore during injection into the eye. The lens was removed during the same procedure and no adverse event was reported. No other lens was implanted. Cause of lens tear is unknown.